Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set was leaking from an unspecified location. This occurred while priming for peritoneal dialysis therapy. This occurred prior to patient connection. There was no patient injury or medical intervention associated with this event. No additional information was available.